Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump had an unresponsive keypad. Blood glucose value was 290 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced but not returned.